Event description:
An incident involving a medfusion pump reported damage to the force sensor, and the case and position sensors failed to function during the power-on force sensor test will stop infusion and pump will need to be turned off to end alarm. There was no patient involvement and no harm or adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4, d7a and h4: corrected. H3 and h6 other codes: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was found that the position sensor wire was out and damaged from its connector. The service history review was performed, and it was confirmed that there was no previous repair noted. The pump failed during the power up test due to system failure related to force sensor test. The allegation made by the complainant was confirmed. The probable root cause of the event was due to the main board for the force sensor and the damaged wiring for the position sensor.